Event description:
The technician reported the left head brake caster and both foot end brake casters set but do not hold. The stretcher was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters are worn which is most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left head brake caster and both foot end brake casters to resolve the issue. Based on this information, no further action is required.